Manufacturer narrative:
The customer reported complaint of the autopulse (sn: (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed through review of the event log and during functional testing. The event log showed multiple ua07 (discrepancy between load 1 and load 2 too large) occurred at the time of the reported event. The root cause was determined to be a defective load cell 1. After replacement of the load cell 1 module, functional testing was performed and autopulse passed testing with no issue or faults observed. Visual inspection was performed and found top cover and front enclosure was damaged. Autopulse is a reusable device, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. The event log showed ua07 (discrepancy between load 1 and load 2 too large) error messages occurred at the time of the event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message. Customer was not able to clear the error message . There were no patient involvement reported on this issue.